Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique as the impella pulled out to aorta.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and there were positioning issues. The pump migrated into the aorta. It was not addressed and the patient arrested without support. The pump was explanted and the patient was put on extracorporeal membrane oxygenation. The patient eventually expired after care was withdrawn. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the outcome.